Manufacturer narrative:
(B)(4). Damaged drivers, damaged one piece sled, damaged cartridge. Additional information was requested and the following was obtained: what was meant by, the device misfired? The second stoke of the black cartridge, the device only fired about ½ way. On what tissue type was the device used? At what location on the tissue? Stomach. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 3rd. During which stroke did the event occur? 2nd. What color cartridge was being used? Black. What other color cartridges were used before and after this event? Black before, green after. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? Yes what did the noise sound like? Crunch like. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? Yes. Was there any patient consequence? No. The long60a device was received for analysis with no visual non-conformances and with an ecr60t loaded into the device. Furthermore, the ecr60t reload was noted partially fired 2/3 on the right side, on the left side the outer line was partially fired 2/3, and the 2 inner rows was partially fired 1/4. Once the pan was removed from the cartridge body, the one piece sled and some drivers were noted damaged. No evidence of damage on the cartridge deck was found. As additional testing, the device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, device misfired on third firing and the drivers fell out of the cartridge. Device sounded different than normal. Removed driver pieces from patient and opened a new device to finish the case.